Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was no cannula when the sensor was removed from their body. The customer¿s blood glucose during the incident was 121 mg/dl. Troubleshooting was performed. The customer stated that the senor¿s cannula fractured while in the body. The sensor¿s cannula was still in the body. They were referred to their health care professional for treatment. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and found sensor broken with missing parts. Unable to confirm customer received sensor damage due to customer returned opened/used. Second sensor found whole with no broken or missing parts. Checked introducer needle for burrs/hooks and dull needle tip defects and none where found. Introducer needle passed per specifications.